Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the endoscope returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a vinci-assisted gastric bypass surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) the image was flipped when they started the case. The customer changed out the 30-degree endoscope prior to calling in and the issue was resolved. The customer was continuing with the case. There were no errors in logs. It is a possible issue with engagement with the endoscope on the arm. The tse advised the customer in the unlikely event that the issue happens again to remove the endoscope, clear memory and install the endoscope with the desired orientation onto the arm. The procedure was completing as planned with no reported injury.